Manufacturer narrative:
The returned package was examined. This event was related to a trinica plate package which contained incorrect contents (screw) in relation to the label. There was no allegation of a malfunction of the screw itself and no issues with the screw were detected during sample inspection. See medwatch #0002184052-2016-00128 for the investigation of the trinica plate package.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two for the same event; see also 0002184052-2016-00128.

Event description:
The sales associate reported receiving mislabeled product. The trinica select anterior cervical plate package (07.00340.002), which was sealed, had a sequoia screw (3306-5540) in it. No surgery was involved.